Manufacturer narrative:
Although the used complaint device relating to this event was not returned for evaluation, 127 unused needles from the same lot number were returned for evaluation. A sample of 30 devices were sent for further evaluation by the subject matter expert. The tips were checked for sharpness and echo tipping was inspected. All devices passed inspection related to sharpness and no echo tipping issues were reported. One device had a note regarding an inner lumen protrusion; however, this finding did not affect the bevel's sharpness, and the device was deemed to pass the sharpness assessment. No imaging was received to assist the investigation. Review of device history record (DHR) found the work order for lot a1138519 and the related room stock work orders appeared complete, and the quality control inspection was verified to ensure that the devices passed inspection. One non-conforming room stock device was rejected due to component out of specification. There is no evidence that a device non-conformance or deficiency contributed to the reported event. There were no temporary deviations in place at the time of manufacture. Review of specifications found that there are a number of processes and checks in place which would identify a blunt or damaged needle prior to shipment. Clinical evaluation report for ovum pick-up needles and sets addresses the following: - hemorrhage/bleeding is well-known and described in the literature as a possible adverse event occurring from the use of any ovum pick-up needle during the oocyte collection procedure. - in conclusion, the cook ovum pick-up needles and sets are considered to be safe and effective and to be in accordance with the state-of-the-art for their intended use. Based on the available information and inspection of the returned product, a definitive root cause could not be determined. The potential root causes are: - patient related factors. - procedural complications.

Event description:
Hemoperitoneum after procedure retrieval pickup oocyte.

Event description:
Hemoperitoneum after procedure retrieval pickup oocyte.

Manufacturer narrative:
Used needle likely discarded. 127 unused devices expected to be returned for evaluation. Two similar events from the same customer were reported at the same time: pr426648: hemoperitoneum after opu procedure - lot number a1138519. Pr426650: hemoperitoneum after opu procedure - lot number a1084590.